Manufacturer narrative:
Manufacturer report 2135147-2020-00132, should not have been reported as a medical device report (MDR) as the event is not reportable and did not lead or cause series injury or death. Upon review, the amplatzer vascular plug ii should not have been submitted as a medical device report (MDR). There is no indication that abbott product caused a death from the summarized patient outcomes.

Event description:
Reference manufacturer report number 2135147-2020-00131. It was reported through a research article identifying amplatzer vascular plugs that may be related to a complications post procedure. Details are listed in the article, titled "elective percutaneous paravalvular leak closure under conscious sedation: procedural techniques and clinical outcomes." It was reported in the article that from january 2013 to april 2018, a total of 37 patients had paravalvular (pvl) repaired using the amplatzer vascular plug. The patients have an average age of 69 years old. 17 of the patients were male. The patients have a history of coronary artery disease, peripheral artery disease, cerebrovascular accident, hypertension, hyperlipidemia, diabetes, atrial fibrillation, chronic obstructive pulmonary disease, liver disease, and renal disease. All procedures were guided by transesophageal echocardiography (tee) under conscious sedation. A total of 54 pvls were repaired. Short term mortality during the first 30 days was 5.4% (2 patients).

Manufacturer narrative:
As reported in a research article, an amplatzer vascular plug ii was implanted off label to close a paravalvular leak and two of the 37 patients died within 30 days after the procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt600539-003 revision a "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Event description:
It was reported through a research article identifying amplatzer vascular plugs that may be related to a complications post procedure. Details are listed in the article, titled "elective percutaneous paravalvular leak closure under conscious sedation: procedural techniques and clinical outcomes." It was reported in the article that from january 2013 to april 2018, a total of 37 patients had paravalvular (pvl) repaired using the amplatzer vascular plug. The patients have an average age of 69 years old. 17 of the patients were male. The patients have a history of coronary artery disease, peripheral artery disease, cerebrovascular accident, hypertension, hyperlipidemia, diabetes, atrial fibrillation, chronic obstructive pulmonary disease, liver disease, and renal disease. All procedures were guided by transesophageal echocardiography (tee) under conscious sedation. A total of 10 pvls were not repaired with procedural success and had residual shunt.